Manufacturer narrative:
Four instances of impella 5.5 s2 being incorrectly packaged in impella cpsa boxes were reported by distributers. This issue was determined to be an error in manufacturing and has been escalated.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Four instances of impella 5.5 s2 being incorrectly packaged in impella cpsa boxes were reported by distributers. This issue was determined to be an error in manufacturing and has been escalated.

Event description:
The complainant reported that on (B)(6) 2026, during incoming inspection at a distributor warehouse, two impella 5.5 s2 pump sets (serial numbers (B)(6)) were identified as being incorrectly packaged in impella cpsa boxes. Following this finding, the distributor reviewed the remaining inventory from the same shipment received in october 2025 and identified an additional two impella 5.5 s2 pump sets (serial numbers (B)(6)) that were also incorrectly packaged in impella cpsa boxes. The four affected units were quarantined at the warehouse. The products had not been distributed to hospitals or used in patient care at the time the issue was identified. No patient involvement or patient impact was reported in association with this event. This complaint involves four impella devices: impella 5.5, with serial number (B)(6). Impella 5.5, with serial number (B)(6). Impella 5.5, with serial number (B)(6). Impella 5.5, with serial number (B)(6). This MDR specifically addresses impella 5.5, with serial number 621451, which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other impella 5.5 devices.